Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 33 mg/dl. They reported sensor discrepancy. Troubleshooting for low blood glucose was not performed. They did not mention any form of treatment. The sensor will not be returned for analysis.